Manufacturer narrative:
Pump error 35 noted in the insulin pump history and critical pump error (open book image) alarm during testing due to moisture damaged electronic assembly on the electrical board. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a critical pump error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the critical pump error and it was confirmed that the device received a ¿critical pump error¿ image on the display. Prior to the critical pump error alarm, the caller confirmed that the insulin pump received another prior alarm. The caller was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump will not be returned for analysis.